Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's spouse reported that the patient experienced a cgm accuracy issue which occurred the day after the sensor was inserted into the abdomen. On 09-04-2024, before going to bed, the patient¿s cgm was reading 347 mgdl, and the patient was very confused. No bg meter comparison was done at this time. At an unspecified time later, the patient¿s spouse found him on the floor and unconscious. The cgm was reading 114 mgdl at this time. Emergency medical services (ems) was called, and once they arrived the patient's bg meter reading was too low to register a value. The patient was treated with intravenous (IV) "sugar water" and after 10 minutes, the patient regained consciousness. The patient refused to go to the hospital, so ems stayed and observed the patient for 45 minutes to 1 hour before leaving. The patient stated he was having erratic bg levels at the time of report. There was not a complete set of reported glucose values reported, but once ems arrived a bg reading was taken and the reported glucose values fall within the b zone of the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.